Manufacturer narrative:
Evaluation conclusion: the device has been archived by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the battery had leaked and was also overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.